Event description:
Caller reports the pt tested 3.5 inr on the coaguchek xs system and 4.6 inr on the coaguchek s system during duplicate testing. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement sent.

Manufacturer narrative:
This medwatch is for a suspect device in coaguchek s system. Reference medwatch with (B)(4) for suspect device in coaguchek xs system.